Manufacturer narrative:
(B)(4). The customer advised physio-control that they have decided to replace their device at this time and have not decided whether or not this device will be returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was not functional and is showing zero bars for the battery life. This reportedly occurred with a replacement battery as well. There was no report of any patient use associated with the reported issue.